Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range (oor) high pacing lead impedance (pli) measurement greater than 2000 ohms. The patient underwent a procedure in which the ra lead was capped and a new ra lead was implanted. A local boston scientific field representative reported that a lead fracture was confirmed using a pacing system analyzer (psa) after disconnecting the lead from the header. This ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.